Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. The returned product was tested using a calibrated console with the current software. The product could prime, tune with the handpiece, the 0.9-millimeter aspiration bypass (abs) tip and infusion sleeve from the lab stock, and pass intraocular pressure (iop) calibration successfully. No air leak was detected from the infusion airline and infusion cannula during priming process. No message code appeared on the screen. No leakage was detected from the infusion cannula. The cleaning process was able to be performed after functional testing was completed. The pressure and flow rate were within specification. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that clogged infusion cannula was confirmed. The procedure was completed after replacing the product with another one. The procedure type was unknown. There was no patient impact.